Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical damage on the device (the inner walls of the channels were broken) which allowed material to clog the channel. Deviation from the instructions for use (IFU) was not confirmed on reprocessing/device handling by the user. Regardless, olympus conducted training of reprocessing method according to the IFU. A problem was not reported on the training method. No other information was provided on reprocessing by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the evaluation findings were as follows: the distal end adhesive was worn; the insertion tube was stained; the biopsy channel was damaged; the angulation was not to specification in all directions; there was play in the up/down and left/right directions; the water and air channels were blocked; the water flow and removal were not to specification; the aspiration housing colored ring was worn. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope was blocked. The issue was observed during the end of a colonoscopy procedure, while the scope was in the patient¿s bowel. They could not clear the block, the scope had to be removed, and the procedure was cancelled. The patient was safe and had no pain. There were no broken parts that fell inside the patient requiring retrieval. Upon checking the scope, it appeared an internal staple was sucked into the insertion tube and damaged the lining of the scope, causing a disruption to air flow and blockage. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to insufficient cleaning, the biopsy and aspiration channels showed contamination. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.